Manufacturer narrative:
Eval results: the product was returned complete. A visual inspection of the lead including the electrodes, wires, and body was performed. No discrepancies were found. The lead passed all functional testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the trial procedure, the percutaneous lead was placed successfully. The impedance was tested and all contacts were invalid. A new cable was tried, the lead was repositioned, and a new trial stimulator was tried to no avail. As a result, a new lead was opened and implanted successfully.